Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) was bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) was bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise (B)(4). The device was returned to the factory on 21dec2020. An investigation was conducted on 16feb2020. A visual inspection was conducted. Signs of clinical use was observed on the harvesting handle and slight evidence of blood and charred tissue on the heater wire. The heater wire was observed to be intact. The clear silicone insulation on both the cold and hot jaw was observed to be intact, no visual defects observed. The shaft was observed to be bent. Based on the returned condition of the device, the reported failure "material twisted/bent; shaft" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot #25153366 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.